Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. An xtw clip was inserted and advanced into the left ventricle (lv). When grasping, it was observed the posterior leaflet was not well inserted; therefore, the grippers were in an attempt to regrasp. However, the posterior flail became caught behind one of the grippers. Troubleshooting was performed, but the leaflet was unable to be freed. The anterior leaflet was then grasped, and the physician stated the posterior leaflet had good restriction; therefore, the clip was deployed. After deployment, it was observed the clip was slightly canted and was not fully secure on the leaflets. To stabilize the clip, an additional xtw was inserted and deployed, reducing mr to a grade of <1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported entrapment of device (posterior flail became caught behind one of the grippers). The reported partial clip movement appears to be a due to the clip being deployed on the flail; therefore, attributed to procedural conditions. The reported unexpected medical interventions were results of case-specific circumstances as the clip was deployed with the flail being caught on the grippers and an additional clip was implanted to stabilize the reported clip. There is no indication of a product issue with respect to manufacture, design, or labeling.